Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, there was no data output from the rs232 module. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The reported complaint was confirmed. The reported complaint was duplicated during log analysis. A burned capacitor (c14) was found on the application) printed circuit board (pcb), rendering it defective. The generic pcb was found to be fully functional. Product moved to in-house service to be brought to manufacturers specifications before being returned to the customer. No additional action will be taken at this time.